Event description:
Boston scientific (bsc) crm rec'd info that this ra lead dislodged one month post the implant procedure following extensive physical therapy. The physician was unable to reposition the lead as he observed tissue in the helix. The physician successfully implanted a new non-bsc ra lead. No adverse pt effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.